Event description:
A physician reported (via twitter) during an emergent endoscopic retrograde cholangiopancreatography (ercp) using an olympus scope tower with a disposable duodenoscope, the tower was malfunctioning. It was not specified how the tower malfunctioned. The procedure was successfully with exalt while clinical engineering repaired the tower. There was no reported adverse outcome to the patient. Additional information has been pursued with no response at this time.

Manufacturer narrative:
Model number: tweet states: olympus scope tower malfunction-otv-s300 chosen as a representative device the device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user¿s experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the event cannot be confirmed. No further information was obtained after multiple attempts. The root cause cannot be determined. Olympus will continue to monitor field performance for this device.